Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. PMA/510k: k113753, k112160.

Event description:
It was reported that the implant fractured. Implant fracture occurred at midsection of trabecular bone implant. Patient experienced pain. Procedure was not completed using another device and it was not indicated that the patient will return for additional appointments. Tooth location 19.

Manufacturer narrative:
Zimmer biomet complaint: (B)(4). The following section has been updated: UDI is unknown.

Event description:
No further event information available at the time of this report.